Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and according to an x-ray that was taken, the lv lead was not situated in a branch of the coronary sinus and was not capturing. The lv lead was capped and abandoned and replaced with anepicardial lead. No patient complications have been reported as a result of this event.